Event description:
It was reported that this implantable pacemaker and the non-boston scientific right ventricular (rv) lead and right atrial (ra) lead were explanted due to insulation failure/leak. Outside of the revision, no adverse patient effects were reported.